Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The actual device was discarded by the involved facility. Therefore, a factory retained sample from the reported product/lot number combination was evaluated. Visual and magnifying inspection confirmed no anomalies. The outside diameter was measured and confirmed to meet manufacturing specification. The kink resistance of the shaft was determined on the distal segment and confirmed to meet manufacturing specification. The urethane outer layer on the distal segment was dissolved to be removed and the outside diameter of the exposed core wire was determined and confirmed to meet manufacturing specification. The following simulation testing was conducted. A product sample was subjected to repetitive bending forces at a 90° angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. A product sample was subjected to repetitive one-way torque forces in the curved state until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. A product sample was subjected to a one-way pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. A product sample was subjected to a pulling force in the state of being formed into a loop-like shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was in the curved shape with the outside diameter having been diminished toward the fracture end. The surface of the fracture cross-section was noted to be in the rough state. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found one other report from the same user facility with the involved product/lot number combination. See MDR number 9681834-2017-00122. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was exposed to one of the forces described in the simulation testing resulting in the reported break and fracture. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the glidewire advantage. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device discarded

Event description:
The user facility reported a tip fracture with the involved device during a procedure. Follow up communication with the user facility confirmed the following information: when probing an occlusion on the lower leg the wire tip loosened; approximately 2 cm of the tip remained in the patient; the fractured segment lies in a small collateral without damage; the wire was subjected to a normal mechanical load according to the doctor, also may have been pushed into a loop shape several times; and the patient was reported to have minor harm. The following additional information was obtained on june 07, 2017. No details on devices used in combination. No angiographic images. Patient treated as intended. No follow-up planned. The lesion was very calcified. Minor harm is referring to the fact that a piece was left in the patient.